Event description:
On 4/17/2024 intuvie received a complaint that pump was not infusing as programmed. No patient harm was reported. It is determined to be a flowrate unknown issue as there were no other details mentioned.

Manufacturer narrative:
There is a pump infusion issue observed by end user. Awaiting pump to be returned. Shipping label was sent to the end user as requested. MDR follow up will be submitted when we have pump for evaluation or when additional information becomes available. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #:(B)(4).